Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon inspection, the connector at j1001 (belt interface cable at ca board) was loose, which interfered with pt monitoring. The root cause of the defective monitor cannot be positively identified, but is likely due to physical trauma. No adverse event resulted from the defective charger/modem. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report her device was alarming and telling her to call for service (svc code 204). The pt was issued a replacement monitor.